Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, bleeding and dyspareunia. On (B)(6) 2013 the patient underwent a desera tvt placement due to recurrent sui.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient an obturator sling procedure on (B)(6) 2011 for pelvic pain and stress urinary incontinence. The patient also concurrently underwent a laparoscopic right salpingo-oophorectomy, lysis of adhesions and cystoscopy.